Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels exceeded 800 mg/dl while wearing the pod. The patient was then taken to the hospital where they were put on intravenous therapy with insulin. Patient remained in the hospital for a week and a half. Patient also had a blood test, a electrocardiogram EKG and other tests done. The patient also has brain cancer.